Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010 the drain volume was 2554ml during cycle 4.

Manufacturer narrative:
(B)(4). The root cause for the report of peritonitis was undetermined. A batch review was performed for the suspect lot numbers (h10f11010, h10e30012), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2008, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2010, the patient was hospitalized for the peritonitis. A peritoneal effluent culture was performed with unknown results. It was unreported whether treatment was provided. It was unreported whether pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. This is report 1 of 3 involved in this peritonitis event.